Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcomes including pain and recurrence associated with the hernia mesh used to treat the patient. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It was also alleged that that the patient had subsequent surgical intervention to remove the mesh due to the post operative complications; however, no details have been provided. Note, the manufacturing date (15-feb-2022) is considered to be a best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent implant of ventralight st with echo mesh on (B)(6) 2022 for ventral hernia repair. On (B)(6) 2024, patient underwent exploratory laparotomy, retro rectus repair of recurrent incisional hernia, abdominal panniculectomy, reimplantation and reconstruction of umbilicus, open repair of rectus diastasis with rectus diastasis separation during which the ventralight st mesh was surgically excised due to the reported pain, injury and recurrence. Patient was injured severely and permanently. As alleged, the patient underwent surgical intervention due to recurrence and pain. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient sustained personal injury and device was defective.